Event description:
It was reported that the patient underwent a surgical procedure to revise this advance male sling due to return of incontinence that gradually came back to baseline. The sling remains implanted and a new artificial urinary sphincter (aus) was implanted.